Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Mdm head disassociation. The two heads separated in the patient.